Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tubing was disconnected from the luer lock. The user's blood glucose (bg) level was 273 mg/dl. The user addressed bg level with a bolus. Recommendation was made for the user to ensure the luer lock connection is tight.